Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, device was found to be in backup vvi mode. Device download was performed and nominal settings were restored successfully. Patient was stable and will continue to be monitored.